Event description:
A revision surgery has been performed due to a broken screw on the revive stem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.